Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary : the complaint device was discarded by the customer, therefore not returned to j&j medtech orthopaedics and unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number (74433), and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: a: patient information: the patient's information has been updated: height 170cm/ weight70kg / age: 45 years old/ gender: male. B5: during a follow-up with the customer, additional details were provided. On (B)(6) 2024, the patient underwent a reoperation to remove the broken needle fragment. It was noted that during the procedure, the surgeon used the c-arm intraoperatively to confirm the absence of any foreign objects in the patient's body. The reoperation duration was reported to be between sixty to ninety minutes.

Event description:
It was reported that during an arthroscopic rotator cuff procedure, it was discovered that the expressew iii needle pk5 device broke, and a fragment remained inside the patient. The surgeon noted that the fragments did not impact the patient¿s prognosis, but the patient requested their removal. The surgeon also stated that the needle did not appear to have broken due to contact with the acromion. There was thirty-minute delay to the surgical procedure. A spare device was used to complete the surgery. There was patient involvement reported. Injuries were reported. A medical intervention or revision surgery was scheduled to remove the broken needle fragment. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d4, h4, UDI: the lot number was unknown; therefore, the device manufacture date and expiration date are currently unavailable. Therefore, the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: b5: during subsequent follow-up with the customer additional information was obtained. It was reported that the breakage occurred while passing the second and subsequent sutures. According to the surgeon, a suture that was already being passed was pierced. The surgeon noted that the first piercing felt difficult but was successful, so they attempted a second pierce, which resulted in the needle breaking. (The needle did not make contact with the acromion.). The surgeon performed a brief arthroscopic search for the broken needle fragment but was unable to locate it. Since the breakage was minimal, it was determined that the patient's prognosis was not affected. During knot tying, the permacord, intended to be a strong suture, broke, leading the surgeon to realize that the anchor suture had been pierced with the needle. While postoperative photographs were not typically taken, they revealed a broken needle tip when captured. The surgeon completed the procedure without removing the broken fragment as it did not affect the prognosis; however, removal surgery has been scheduled at the patient¿s request. On (B)(6) 2024, the patient underwent a reoperation to remove the broken needle fragment.